Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that although the cut button was not being operated and switched off, the unit experienced continuous activation. The customer states that this is the third time this similar event has occurred.

Manufacturer narrative:
Even though the continuous activation condition could not be replicated during testing of the returned unit, during the evaluation, a unit malfunction and a possible contributor for the reported failure during surgery was confirmed. Blood stains and tissue residue was observed on the tip, the outside of the handle as well as on the bottom and all around the outlet of the communication cable and suction tube. The suction tube was cut close to the handle¿s outlet. In addition, the returned unit used in surgery was dissected to verify the electrical connections. No manufacturing related defect was found that could lead to the reported failure. No abnormal condition was observed in terms of wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. However, an excessive amount of blood was observed inside the handle, inside the plastic covers of the power button which caused the signal interruption during the returned unit¿s evaluation. The unit was inspected to identify the fluid ingress point. Water was injected through the different joints of the probe where it is possible for the water to ingress (inside and outside) and no ingression point was observed. The only possible ingression point identified is the suction tube¿s and communication cable¿s outlets, orifices by design located on the bottom of the handle. The most probable cause for the reported condition is identified as user related. The handle might have been either rested and possibly submerged in the pocket drape that holds the fluids (blood and saline water) coming out of the incision, or while in use with the suction tube cut, the blood and saline water back flowing over the cut suction tube reached the inside of the handle. If there is water ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, the fluid presence inside the handle, will provide an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may be observed. Only the ceramic tip is intended to be submerged in liquid. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that although the cut button was not being operated and switched off, the unit experienced continuous activation. The customer states that this is the third time this similar event has occurred.